Event description:
The physician intended to implant a 2.25 mm x 30 mm integrity rapid exchange (rx) coronary stent to treat a lesion with moderate calcification and 90% stenosis. The target lesion was pre-dilated using a sprinter legend balloon and 50% stenosis remained following pre-dilation. It was reported that the physician encountered resistance delivering the integrity stent to the target lesion. The physician decided to remove the device and it was reported that the stent may have become entangled on the first stent strut of a previously deployed stent in the vessel. The resolute integrity stent had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: related to operational context (root cause of the reported event was most likely due to the stent becoming caught on the previously deployed stent in the vessel). Conclusions: operational context contributed to event (root cause of the reported event was most likely due to the stent becoming caught on the previously deployed stent in the vessel).

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (root cause of reported event cannot be determined. Device or procedural images not returned for evaluation). Conclusions: inconclusive investigation (root cause of reported event cannot be determined. Device or procedural images not returned for evaluation). Unable to confirm complaint device not returned patient. (B)(4).

Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. A number of struts on the 5th and 6th proximal stent segments were raised, deformed and pulled distally.